Event description:
Pt is recovering from a uterine artery embolization 2.5 weeks ago. Pt is quite tired and still having pelvic pain. Pt would like to know the reason for their symptoms. Pt is interested in learning the outcomes others have had after undergoing this procedure. Pt's physician lacks knowledge regarding this procedure.